Manufacturer narrative:
The pump has been returned and evaluated by product analysis 10/25/2013 with the following findings: during testing, the pump powered on and the display was blank. A test screen was inserted and was found to function properly.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a blank display screen issue after the pump was dropped onto a carpet. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet completed. When the evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.